Event description:
The pt underwent implantation of a synchromed pump and catheter in 2000 for intrathecal infusion of morphine for non-malignant pain. The hcp reported the pump was overfilled during a refill procedure. The hcp thought the pump had an 18ml volume, instead of the pt pump's 10 ml volume. The pt complained of shocking in the pump pocket and a subcutaneous cyst at the catheter anchor site was noted. The pump was explanted and returned to the MFR for analysis. The hcp has been contacted regarding any further pt symptoms, treatment, and pt outcome. A follow up report will be sent when add'l information is received.